Event description:
It was reported that the patient developed a fungal infection in the peritoneum due to a break in aseptic technique further described as touch contamination when the titanium adapter separated from the catheter. On an unknown date, the patient was diagnosed with a fungal infection in the peritoneum and was hospitalized the same day. The type of fungal infection was unknown. The patient was treated with unspecified antifungal medication (type, dose, frequency, and route unknown). On an unreported date, the pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. On an unknown date, the patient was retrained on proper aseptic technique and returned to pd therapy. At the time of this report, the patient was recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.